Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the patient "suddenly appeared in atrial flutter." The patient was treated several times with anti-tachycardia pacing, but the treatment was unsuccessful. The physician was unable to verify a suitable site for the atrial lead, and therefore elected to implant a single chamber device, instead of a double chamber device. The atrial lead was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.